Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the duodenum performed on (B)(6) 2020. According to the complainant, during the preparation, it was noted that a black sleeve was detached. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.